Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device evalution by manufacturer? Yes d9: returned to manufacturer on: 13-mar-2025. Investigation summary bd received one sample and one photo for investigation. The analysis of the customer photo revealed a tube with no label. Additionally, a visual inspection was conducted on the returned sample for missing labels, resulting in one out of one sample failing. For the retained samples, 30 were visually inspected for missing labels, and none of them failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed the tube was missing label. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed the tube was missing label. No patient impact reported.